Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (the saved user settings in flash are corrupt). The customer reported no adverse events. The event involved product(s) mmt-1712k. The troubleshooting was performed and the customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for > 8 hours. An error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1712k was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Pump successfully downloaded traces and history file using thus software. Unit powered up properly after battery installation. Pump passed the displacement test and self test. No pump error 23 alarm noted during boot up. No unexpected pump error 23 alarms noted during testing. During download history review no relevant alarms confirm in download history files to confirm complain code. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Test p-cap locked into the reservoir tube successfully. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay and broken belt clip rails. In conclusion, customer's concern for pump error 23 was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.